Manufacturer narrative:
Examination of the returned product confirmed the reported event. A search of the complaint database did not show any other reports against the product and lot combination. The investigation could not draw any conclusions about the reported event, however, the placement of the cup and improper seating of the liner could be attributed to the reported event (spin-out / disassociation) and the noted observations. No evidence was found suggesting product error was a contributing factor. Proximal loading of the cup / head (not centrally located) causing the ridge loading of the liner thus resulting in the dissociation of the liner from the cup. No evidence was found suggesting product error was a contributing factor. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
The patient underwent revision surgery due to the liner had #145;spun out#146; detached from the cup. Noted 3 ards (anti rotational device) had broken, sheared off. Liner loose. .

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.